Event description:
It was reported that battery logs indicated pump end of life. During the replacement surgery, the healthcare professional was unable to aspirate the catheter. The catheter was also replaced. No pt symptoms were reported. The pt recovered without sequela. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.